Event description:
It was reported that the bd pyxis¿ medstation¿ es encountered an issue where cubies were not recognized on the board. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main enhanced half-height drawer 2-2, row d, had failed. A field service engineer inspected the drawer and found that there were no lights on the row board. The fse replaced the row board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.